Event description:
It was reported that the ilet pump¿s sleep/wake (power) button was unresponsive, and a guided restart did not restore function, leading to determination that a replacement device was required and that the existing device would no longer be water resistant. Symptoms included no recorded clinical effects. Outcomes included device replacement logistics and user education on syncing data, shutdown, and backup therapy to maintain insulin delivery continuity. Investigation included remote troubleshooting and verification of shipping for a replacement unit. Investigation of this case revealed a suspected device mechanical or user interface failure of the sleep/wake control, with the display assembly implicated due to known screen-related durability improvements in upcoming replacements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.